Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc), system interface pcb, video controller pcb, image processor pcb and passive backplane were evaluated and replaced. System software version 10 and the configuration files were also reloaded as part of the service event.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.